Event description:
It was reported that prior the percutaneous nephrolithotomy procedure, the fiber was used significantly less than 10 times during normal use, and the black spots appeared at the fiber tip. Due to this, the procedure was completed using another device. There were no patient complications. The device returned and it was confirmed there is no light exiting the connector indicating an internal connector fracture.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Microscopic inspection of the fiber did not identify the black spots initially reported; therefore, the initial allegation was not confirmed. The visual inspection concluded that the fiber was received in one piece, there were no defects on fiber body. During the microscopic inspection, was found the fiber tip degraded, please note that fibers are consumable devices and are expected to degrade with use. The microscopic analysis it was observed distorted light exiting the connector face, indicating an internal connector fracture. In addition, the inspection confirmed the connector presented burn marks. The identified connector component fracture likely occurred due to procedural handling of the fiber during setup or use. This anomaly could lead to an insufficient aiming beam or low laser energy output and up to a complete inability for the fiber to fire. The interaction of the console with the connector likely led to the connector component fracture and subsequent overheating which resulted in the observed burn marks. With all the available information, boston scientific concludes that the initial reported allegation of black spot was not confirmed, due to this, the conclusion code no problem detected was selected. The connector fracture and burn marks on the connector are unrelated to the initial black spot allegation. However, based on the finding, the connector fracture and burn marks were probable caused by the interaction with the console. Therefore, a conclusion code of cause traced to component failure was assigned.